Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that segments are missing from the meter display. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent.